Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they received no delivery alarms. The customer's spouse stated that they had high blood glucose of 430 mg/dl at the time of incident. The customer's spouse reported that the insulin pump did not beep. The customer's spouse performed self test and the insulin pump passed. The customer stated that they changed several reservoir. The customer's spouse declined further troubleshooting. The reservoir will not be returned for analysis.